Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that two segments of the lead (severed 10 cm from the terminal pin) were returned. A slight twist was also noted in the lead body. Further, helix was retracted and no damage was observed.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead manifested twiddler's syndrome in which the lead was pulled back as confirmed via chest x-ray. This rv lead was explanted. No additional adverse patient effects were reported.